Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining, intermittently, erroneously high sodium (na) and chloride (cl) results with accompanying low anion gaps the were generated by the unicel dxc 600 pro synchron chemistry analyzer. Subsequent testing on an alternate instrument produced results that were within the normal reference range. No erroneous results were reported outside the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Starting (B)(6) 2010, na and cl qc results were less precise than previously but within the lab's established ranges. A field service engineer (fse) was dispatched and completed preventative maintenance (pm) on the instrument. The fse replaced the cl tip and the na electrodes.